Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3888-28 lot# 0209441239 serial# implanted: (B)(6) 2015 explanted: (B)(6) 2016 product type lead h6: conclusion code 92 belongs to the lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via the company representative (rep) that the patient received no more stimulation in the right area of pain. Troubleshooting was performed, impedances were measured: #8, #9, #10, and #11 were greater than 10,000ohms. Reprogramming was also performed. It was decided to perform surgical intervention, to check the lead at the battery. Some of the electrodes were ¿disconnected¿. Due to the bad connection, the lead was replaced. The issue was resolved at the time of this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative reported the patient did not experience any falls while the lead was implanted. The manufacturer representative provided the following information regarding the cause of the "connection issue": the electrical impedance was measured after the implantable neurostimulator (ins) was disconnected from the lead and extension and the lead, extension and trial cable had unchanged high results; the trial cable was directly tested with the lead and, again, the results were high and unchanged; and, after the lead was replaced and reconnected to the extension, the electrical impedance measured normal. The trial cable was removed and the extension and lead were reconnected with the ins, and the measured impedance had normal values.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 97792, product type accessory. Device analysis for lead (B)(4) revealed the distal end conductor was broken. Conclusion code belongs to the lead.

Manufacturer narrative:
Conclusion code (B)(4) belongs to the lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.